Event description:
It was reported that while the dr was performing a case the generator kept on giving an error 6 footswitch cable error. The dr swapped the footswitch with another footswitch and completed the case with no pt consequence.